Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b3 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential retroperitoneal hematoma. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the procedure performed was a st-elevation myocardial infraction (stemi) post cardiac arrest. The procedure was completed by interventional cardiology (ic) via right femoral artery. The angio-seal was deployed, and bleeding was noted immediately. The physician held pressure for an hour. Interventional radiology (ir) called in overnight to do thrombin injection as it was thought there was a pseudoaneurysm. Upon ultrasound, ir noted no pseudoaneurysm and bleeding had stopped. There was no claim of device malfunction. Notes indicated a retroperitoneal bleed. The patient was transported to intensive care unit (ICU). The patient seemed to be improving. The blood loss was less than 250cc. The reported event resulted in patient injury and/or require medical or surgical intervention. Prolonged manual pressure was held, and an overnight was called to ir to treat. No treatment required. Additional information was received on 21apr2025: the procedural sheath size used was a 6fr x 10cm pinnacle sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Hemostasis was not initially achieved by the angio-seal. The patient was transferred to ICU and stabilized. The patient does not have a history of a bleeding disorder. The patient was on daily blood thinning medication; it was unknown what medications or doses. Multiple sticks were not performed to gain arterial access. The posterior wall of the artery was not punctured.

Manufacturer narrative:
. A5: ethnicity: not provided for animal use a6: race: not provided for animal use . E3: occupation: interventional radiologist h4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.